Manufacturer narrative:
H6 - health effect - clinical code (e): 4581 - angle closure iop elevation from baseline and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop without pupil block and angle closure. The lens was explanted and problem resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Corrected data: g4: PMA/510(k): p030016. Additional information: h3: device evaluation is not required. Claim: (B)(4).